Manufacturer narrative:
The return of the incident sample has been requested. To date, it has not been received for evaluation. Additional questions in regard to the incident have been asked. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported the temperature alarm was active upon setup of the equipment. The patient was prepped and the antenna was positioned in the patient for the procedure. The customer was unable to reset or rectify the temperature alarm. They attempted power on and off, disconnecting and reconnecting the cable as well as power without success. The procedure was cancelled.

Manufacturer narrative:
One ca20l1 was received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. Visual inspection found no defects. The investigation found the device caused a reflective power error on the generator after activation. Fluid ingress was found at the joint between the outer conductor of the semi-rigid coax and the transition. This joint was not properly sealed by the vendor allowing saline ingress into the transition and leading to an electrical short between the outer conductor and inner conductor. No trend has been identified. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported the temperature alarm was active upon setup of the equipment. The patient was prepped and the antenna was positioned in the patient for the procedure. The customer was unable to reset or rectify the temperature alarm. They attempted power on and off, disconnecting and reconnecting the cable as well as power. The procedure was cancelled. The site conducts ablations on tuesdays and the generator remains onsite.